Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6). This medwatch is for the suspect accu-chek device owned by the hospital. See medwatch with patient identifier (B)(6) for the suspect accu- chek device owned by the patient. Event was reported in journal article: pratap, j.p., & praveen, j.m. (2013). Fallaciously elevated glucose level by handheld glucometers in a patient with chronic kidney disease and hypoglycemic encephalopathy. International journal of case reports and images, 4. Retrieved from http://www.ijcasereportsandimages.com/archive/early_view_articles/early- view-pdfs/145_ijcri_201301005_cr_ev.pdf. The event occurred in (B)(6). Device not returned to manufacturer.

Event description:
Report states that patient was taken to the hospital, after experiencing drowsiness and altered sensorium, followed by loss of consciousness. Upon arrival, patient was reported to be deeply unconscious. Report notes that patient was unresponsive to deep pain stimuli, experienced flaccid paralysis of all four limbs, pupils were constricted but reacting to light, deep tendon reflexes were depressed, and plantar reflexes could not be elicited. Vital parameters and respiratory, cardiac, and alimentary systems were all reported as normal. Patient's blood glucose was reportedly tested, on an accu-chek sensor system, with a result of 167 mg/dl. A blood sample, obtained from the patient, was sent for analysis and patient was sent for magnetic resonance imaging (MRI) of the brain. The MRI showed bilateral symmetrical hyper intense lesions in the internal capsule, corona radiate, and centrum semiovale with reduced apparent diffusion coefficient. Approximately 1 hour later, the patient's blood test results were received and showed patient's plasma glucose value to be 24 mg/dl. Patient was infused with 25% dextrose followed by 500 ml of 10% glucose. Patient was reported to have dramatically responded to treatment, regaining consciousness and moving all four limbs within minutes. Patient was treated with additional oral glucose until plasma glucose levels were stabilized. Within 24 hours, patient was discharged, asymptomatic and with no reported neurological sequelae. The suspect product was not returned to the manufacturer for evaluation.